Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a cartridge alarm (alarm 19) during the load sequence with multiple cartridges. There was no impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.